Manufacturer narrative:
A supplemental report will be submitted once all investigation activities have been finalized.

Event description:
It was report during a routine check, that the cs100 intra-aortic balloon pump (iabp) found that safety disk, battery and ECG cable must be replaced. There was no patient involvement reported.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d8, d9, e2, e3, g1, g2, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11 corrected fields: h6 (medical device problem code) a getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse replaced the safety disk battey sealed lead acid 12v and the ECG cable as ordered by the hospital. After replacing the parts, the machine was tested and found to be able to work normally. Battery and safety disk to due for replacement. As for the ECG cable, the customer requested to purchase it to replace the old cable. There was no malfunction with the unit.